Event description:
On (B)(6) 2012 customer reported a large clear fluid leak mixed with some blood inside the dxh 800 instrument. Customer stated that the leak was to the left of the single-tube station near the air mix temperature control (amtc) module. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the nucleated red blood cell (nrbc) mixing chamber was plugged. Fse removed a plug from the nrbc mix chamber drain port that was composed of gray stopper debris. This resolved the issue and no further leaks have been reported.

Manufacturer narrative:
(B)(4).